Event description:
It was reported that the second t bar in both devices did not deploy and the surgeon had to discard the device. No patient injury was reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Event description:
It was reported that the second anchor (t2) did not deploy. A backup device was available to complete the procedure with no major delay or patient injuries.